Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics svc tech confirmed the customer reported problem. The svc tech replaced the sensor board to correct the problem. Performance verification testing was completed and all tests passed per operating specifications.